Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the implant coil prematurely detached during preparation. A new medtronic product was used to complete the procedure. No patient injury was reported as a result of the event. Prior to the event, the coil had just been removed from the package. There was never an attempt to detach the coil as it was being prepared.

Manufacturer narrative:
The axium prime pusher was broken distal to the break indicator with the release wire separated from the actuator interface. The distal ~6.0cm of the pusher was found bent. The coin was found out of the lumen stop. The shield coil was found stretched with the implant coil already detached and not returned for analysis. Customer did not report the reason for the implant coil not returning. No other damages or anomalies were found. Based on the device analysis and reported information, the customer¿s report of ¿premature detachment¿ could not be confirmed. The customer reported that no detachment was attempted, however the pusher was found broken near the break indicator and the release wire was retracted out of the lumen stop, detaching the implant coil as intended by the detach elements. The distal segment of the pusher was found bent and the shield coil was found stretched. Potential causes for damages are lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coils not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances the coil against resistance or incompatible micro catheter. Customer reported the implant coil separated during preparation. There is no malfunction with the pusher that would contr ibute towards the premature detachment. As the implant coil was not returned, any contribution of the implant coil to the issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.